Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the complaint cannot be confirmed as delivery pusher and coil are intact however, the lead wires are broken and separated from the delivery pusher corewire and bunched within the rhv. The possible root cause of the broken lead wires may be due to the overtightening of the rhv causing the lead wire to separate from the delivery pusher corewire. Reference: (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment for a peripheral vascular malformation in an arm, the coil was reported to break during the detachment attempt. The coil was removed without incident, no intervention was reported. Additional coils were deployed successfully. No patient harm or injury was reported.